Event description:
It was reported when using the bd pyxis¿ anesthesia station es, station orasta23 shows only 2 patients.it should show the same patients as orasta24-26 and orasta31-40. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, station orasta23 shows only 2 patients. It should show the same patients as orasta24-26 and orasta31-40. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system was only showing 2 patients. It should show the same patients. A technical support specialist dialed into station to investigate a retry error. Verified that the station time matched the server time. Logged into pes and navigated to settings > sync information to review sync status. Attempted to locate any knowledge articles (ka) related to the retry error but was unsuccessful. Agent was uncertain whether the retry should be skipped or if any knowledge article guidance applied. Based on similar cases, a full sync of the station was initiated. Full sync completed successfully, and the issue was resolved. The system functioned as intended after the technical support specialist repaired the device.